Event description:
It was reported that the sensor broke off underneath the customer's skin. The customer went to the hospital and had it removed with tweezers. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.